Manufacturer narrative:
.

Event description:
It was reported that a vns patient was seen in the emergency room on (B)(6) 2016. An estimate of battery life calculation from the data available in the manufacturer's programming history database estimated that the device had 0.0 years until near end-of-service condition. Additional relevant information has not been received to-date.

Event description:
Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.

Event description:
The explanted generator was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Follow-up to the physician provided that at the patient¿s appointment on (B)(6) 2016 the patient didn't report a status episode but rather, reported that he had one seizure during that time period, after having been seizure-free. The patient's seizure occurred after the vns output current had been reduced, so the physician turned the current back up. The physician noted that it was conceivable that the seizure was related to the decreased current, though they could not say definitively. Clinic notes were received 01/04/2017 for replacement referral due to low battery. Within the notes it was also mentioned at the visit that the patient had one seizure on (B)(6) 2016 and it was attributed to having turned down the vns settings. The settings were turned back up to 2.0/20/130/30/3/2.25/250/60 from 1.75/20/130/30/3/2.00/250/60. After checking the device an end-of-life warning was showing. The physician reported that the lead check is okay. No known surgery has occurred to-date.

Event description:
Analysis was completed for the returned generator. The battery was partially depleted and was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results, and the bench evaluation. The device output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator¿s output signal and demonstrated that the device provided the expected output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications, and no abnormal performance or any other type of adverse condition was found.